Event description:
Near the end of a laparoscopic procedure for the treatment of adhesions and endometriosis, a small reddened area was seen on the pt's uterus. The physician identified the area as a minor burn site. No additional treatment was necessary.